Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp200405 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 02/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal hernia¿ surgery and was implanted with a strattice device lot ¿sp200405-081¿ on (B)(6) 2023. The patient underwent a ¿revision strattice mesh for chronic open draining wound with bowel resection for bowel perforation with repair of recurrent incarcerated hernia, blake drain placement, and wound vac placement¿ on (B)(6) 2023. The patient also underwent an ¿explant failed and infected strattice mesh for open draining wound with bowel perforation leading to bowel resection, ileostomy revision, washout of frozen abdomen, and wound vac placement¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿multiple interventional revision and removal surgeries, hernia recurrence, hernia incarceration, bowel perforations, bowel resections, open draining wound, adhesions, drain placement, wound vac placement, ileostomy revision, mesh failure, mesh falling apart, mesh infection, frozen abdomen, abdominal washout.¿ the form lists the conditions that were treated were ¿interventional revision surgery, hernia recurrence, hernia incarceration, bowel perforation, bowel resection, open draining wound, adhesions, drain placement, wound vac placement¿ in about (B)(6) 2023. The patient was also treated for ¿interventional removal surgery, hernia recurrence, hernia incarceration, bowel perforation, bowel resection, open draining wound, wound vac placement, ileostomy revision, mesh failure, mesh falling apart, mesh infection, frozen abdomen, abdominal washout¿ in about (B)(6) 2023. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.